Manufacturer narrative:
During a service visit, the turntable was replaced. The instrument initialized without failure.

Event description:
A servce engineer reported that a customer complained that the galileo turntable would not fully initialize and no error code was generated. Failure of the turntable to fully initialize may lead to incorrect pipetting of samples or reagents.